Event description:
It is reported that the peg broke upon impaction.

Manufacturer narrative:
As described in the complaint, the peg broke upon impaction. A change to the materials spec of this device was made in 2008 in order to reduce the occurrence of this type of failure. The device has a potential field age of approx 33 months. Device history records indicate all components were mfg and inspected to spec.